Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an overheating error.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Issue could not be duplicated but the front end board was replaced as a precaution. Unit passed all calibration, functional and safety tests. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
The following evaluation was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-0769 sn: (B)(6) front end board. This part was received with a reported unit failure message of pump overheat message. Performed visual inspection of this part received and part looks to be in good condition. Installed the front end board into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. The failure analysis and testing department could not verify the failure of pump overheat message. The failure analysis and testing department pumped the unit for 3 hours. Front end board passed testing. Retaining the board in the fat dept. As per procedure 0002-07-d008 rev ak.